Event description:
Customer reported the as3000 anesthesia delivery system delivered n20 when the flow tubes were turned off, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and corrected the problem by replacing the gas input assembly. System was tested to factory's specifications.